Manufacturer narrative:
H11: no technical activity was performed at the hospital. The customer decided not to repair the device, therefore the unit did not return to the manufacturer. The unit was manufactured in 2019 and the complaint review was performed confirming that no other issue has been identified on the involved erc. Thus, the event is isolated. Based on the investigation results of previous similar events, it cannot be excluded that the root cause of the reported event could be related to: a mechanical failure of the erc motor that prevented the shaft to move properly, and/or an electrical failure due to oxidized contacts on the zka and zkb internal boards.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in USA. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm gave two (2) error messages (e104 and e119) related to initializing clamp position failure and timeout. The issue occurred during set up. There was no patient involvement.